Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "the zenith aaa endovascular graft with the h&l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10mm length and 7.5-20mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description as well as the physician's comments: "thrombus was attached immediately under the left renal artery. It is possible that the thrombus was pushed up and occluded the left renal artery at the time of ballooning." It should be noted also that the physician did not follow proper deployment sequencing in this case, which could also contribute to deployment difficulties and issues. We will continue to monitor for similar complaints.

Event description:
A (B) (6) male pt had aaa surgery on (B) (6) 2010. Thrombus was confirmed at the proximal neck, but the physician judged that the pt was suitable for endovascular repair. The procedure was performed as labeled other than releasing the suprarenal stent before contralateral wire guide cannulation. The physician performed dsa (digital subtraction angiography) before releasing the top cap. He confirmed the main body was positioned at a little higher site than the left renal artery, so he adjusted the main body position. He released the suprarenal stent after confirming the position by dsa. After the contralateral wire guide cannulation, he performed an angiography with a catheter inserted from contralateral side. The patency of the left renal artery was confirmed at that time. Ballooning was performed with another MFR's balloon catheter after placing both iliac legs. An angiography revealed that there was no blood flow into the left renal artery. The physician attempted to perform the cannulation into the left renal artery in order to treat the left renal arterial occlusion. The wire guide was able to be inserted into the left renal artery, but the guiding catheter was unable to be inserted. The physician canceled the treatment. A final angiography revealed that the left renal artery was still occluded. The physician finished the procedure and decided to take a wait-and-see approach.